Event description:
The physicians achieved arteriotomy closure with the closer s 6 fr device after an interventional procedure in 2003. It was reported that the following month, "fervescene, heat at centesis area, flare and swelling was confirmed." Therefore, "arterial echo" was performed which confirmed lymphadenopathy and "cefamezin" was prescribed. "The following day methicillin resistant staphylococcus aureus at the centesis area was confirmed." It was reported that on this date, the "centesis was dissected and was locally cleaned." The pt was prescribed vancomycin hydrochloride 2 days later. It was then reported that 6 days later, the pt experienced "bleeding from infected aneurysm and surgical artery angioplasty was performed." The course of vancomycin hydrochloride treatment was finished the following month. Follow up with the pt 2 months later, confirmed that "the pt was already discharged and centesis was healed." Though requested, no additional info was provided.